Manufacturer narrative:
Troubleshooting performed: it was asked to the customer if a scope was connected, and the customer stated there wasn't. It was instructed to the customer to look the top of the socket in the clv-190 and see if the slide is pushed in and the customer confirmed it was. Then it was instructed to the customer to try to move the slide back to the front of the socket. After doing so, the front panel lights of the clv-190 stopped blinking. It was instructed to the customer to connect a scope and see if the slide stays pushed in after removing the scope. The customer didn't have a scope available at the time of the call. It was informed to the customer that if plugging in a scope and the slide comes back out, the clv-190 is working normally, but if the customer removes the scope and the slide stays pushed in, the clv-190 will have to be sent into the national service center for evaluation and repair. The customer will test the clv-190 and call in to the nsc (national service center of olympus) if the slide stays pushed in. No further troubleshooting was required. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source front panel lights were blinking constantly. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the cause of the front panel lights blinking constantly could not be determined as the event was not confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.